Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultralink meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2014 at 11:30am she obtained an error message 12 times. The patient did not state what medications she uses to manage her diabetes. The patient did not state if she made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported developing blurry vision and fatigue on an unknown date and time. The patient denied receiving any treatment in response to the symptoms. The cca was unable to resolved the alleged issue with a walk through retest. This complaint is being reported because the patient claims due to the alleged issue, she developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/08/2014), the patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.